Event description:
The customer reported via phone call that they had a multiple no delivery alarms. The customer also reported they did not use the threshold suspend feature on the insulin pump because it would power the insulin pump off for too long. Troubleshooting found insulin was able to exit with a fixed prime. Customer also reported their blood glucose rising to 400 mg/dl. Customer reported attempting to change their site during this incident, but they were unable to rewind. The customer also reported that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was 167 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.